Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) defibrillation lead exhibited a threshold rise to high thresholds, and a pacing impedance rise to high impedance, over a period of six months. The lead was capped and a new non-defibrillation rv lead was implanted for pacing and sensing. The lead&#38112;high-voltage defibrillation coils remain in use. No patient complications have been reported as a result of this event.